Manufacturer narrative:
(B)(4). Concomitant medical products: 183462 ¿ vanguard tibial bridge ¿ unknown lot, 141225 ¿ biomet tibial tray ¿ unknown lot, unknown patella ¿ unknown part and lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10201, 0001825034 - 2018 - 10202.

Event description:
It was reported patient was noted to have bone scan findings suspicious for left knee loosening or infection approximately 3 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.